Event description:
It was reported that a minimum fill notification occurred on multiple occasions during the load sequence. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue each time the issue occurred.